Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system temporarily gave a "no input detected" error. After a reboot, the medtronic representative (rep) was unable to replicate the issue but was requesting a system checkout to ensure there was not a larger issue. No patient was present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), UDI#: h3: the system was serviced in the field, and whenever the medtronic representative (rep) shut down the system via the software, the system would not shut down completely and stay in "no input detected". When selecting "restart", the system would not boot back up but stay in "no input detected". An old router was identified. The rep completed an installation of new a router. The rep was able to successfully power down and reboot the navigation system. Codes b01, c04, d02 are applicable to this analysis. D9, h2, h3: the hardware was returned and analysis was performed. The legacy checkpoint was tested and initially failed configuration validation on the t777 network configuration station but passed tests for wan, dmz, and lan connectivity which included a ping test. The checkpoint was then factory reset and reconfigured. After reconfiguration the checkpoint passed validation, therefore checkpoint had configuration issues. Codes b01, c10, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.